Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their display screen is flashing. He said that he took the battery out but the pump still does not turn on. His blood glucose is 180 mg/dl. The customer said that he was running when the issue occurred. The battery is currently out of the pump but even after changing the battery the display was still flashing. He said that he is calling back with blank display after pump rest and after receiving a new battery cap. The customer was advised that the pump needed to be replaced. The insulin pump will be returning for analysis.

Manufacturer narrative:
The insulin pump was received with a constant blank flashing white light on the display followed by an unexpected intermittent beep alarm due to vertical cracked lcd controller. Unable to perform the self test, displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement test, and active current measurement test or verify missing segments/partial display and sensor connectivity anomaly due to display anomaly. Pump received with scratched case, missing serial number label, pillowing keypad overlay, and minor scratched lcd window.